Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day following implant of the implantable pulse generator (ipg) the patient passed away due to ventricular fibrillation (vf).